Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. (B)(4).

Event description:
Customer reported via phone call that the motor was not running and piston was not moving. Customer's blood glucose was 461 mg/dl. Device alarmed a no delivery alarm during prime. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.